Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The spouse of the patient reported the patient woke up in the morning and found off-white foam pellets in the nostrils after using the device. The mask that the patient was using was a silicone mask and was not the same color as the foam pellets. The pellets were "spherical" and tan in color. The pellets were also "really hard" and the spouse of the patient could not squeeze them. The spouse of the patient stated the patient woke up and the patient's nose "felt a little funny". The patient found the "beads" (pellets) after the blowing his/her nose. The substance was found after getting out of bed, and the patient did not wake up because of the substance entering the patient's nose. The water chamber was removed. The filters were removed, the humidifier was disconnected, and the spouse of the patient inspected the pieces closely. The spouse the patient did not find any evidence of particles of a similar type within the humidifier or the device. The patient does not use ozone or uv cleaner on the device. The patient cleans the device with soap and water. The patient went in the basement the night prior to this event, walked the dog, and mowed the grass almost a week prior to the event. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/19/2025 and h11 is updated as: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The spouse of the patient reported the patient woke up in the morning and found off-white foam pellets in the nostrils after using the device. The mask that the patient was using was a silicone mask and was not the same color as the foam pellets. The pellets were "spherical" and tan in color. The pellets were also "really hard" and the spouse of the patient could not squeeze them. The spouse of the patient stated the patient woke up and the patient's nose "felt a little funny". The patient found the "beads" (pellets) after the blowing his/her nose. The substance was found after getting out of bed, and the patient did not wake up because of the substance entering the patient's nose. The water chamber was removed. The filters were removed, the humidifier was disconnected, and the spouse of the patient inspected the pieces closely. The spouse the patient did not find any evidence of particles of a similar type within the humidifier or the device. The patient does not use ozone or uv cleaner on the device. The patient cleans the device with soap and water. The patient went in the basement the night prior to this event, walked the dog, and mowed the grass almost a week prior to the event. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was multiple error codes found. The third-party service center concludes that they confirm the customer's allegation and unit got scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.